Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that a pacing lead was fully inserted into the atrial connector port, the setscrew was tightened with a wrench and the setscrew retained the lead. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulties connecting the right atrial lead to the device. While connecting the lead to the header the physician did not hear the wrench and setscrew click, the lead was pulled and then tested with normal results. An attempt to unscrew the setscrew was made, however, the physician reported that the wrench turned without resistance. After the second attempt, the physician suspected that the set screw was damaged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.